Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coils are deeply enmeshed in the uterine issue. Md are difficult to remove. The coils are removed in a piecemeal fashion."), embedded device ("the coils are deeply enmeshed in the uterine issue. Md are difficult to remove. The coils are removed in a piecemeal fashion."), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("pain"), genital haemorrhage ("bleeding,") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, myomectomy in 2008, endometrial ablation in 2011, fibroids (fibroids removed in 2008), elevated bp, bleeding breakthrough, dysmenorrhea and ovarian cyst. Previously administered products included for an unreported indication: yasmin and mirena. Concurrent conditions included cramp in lower abdomen, hot flashes, vaginal bleeding and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity/allergy/probable medical allergy and systemic reaction to essure micro inserts") and adenomyosis ("adenomyosis"). The patient was treated with surgery (da vinci robotic hysterectomy with removal of the uterus, cervix, and bilateral fallopian tubes and failed endometrial ablation/da vinci robotic hysterectomy with removal of the uterus, cervix). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine haemorrhage, pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals and adenomyosis outcome was unknown. The reporter considered adenomyosis, allergy to metals, autoimmune disorder, device breakage, embedded device, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: with gentle injection, contrast promptly· flows into the right fallopian tube. Beyond 'the coil into its ampullary portion. The left fallopian tube appears occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, abnormal uterine bleeding. Concerning the injuries reported in this case, the following events were extracted from patient¿s medical records: device breakage and embedded device. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coils are deeply enmeshed in the uterineissue.md are difficult to remove. The coils are removed in a piecemeal fashion."), embedded device ("the coils are deeply enmeshed in the uterineissue.md are difficult to remove. The coils are removed in a piecemeal fashion."), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("pain"), genital haemorrhage ("bleeding,") and autoimmune disorder ("autoimmune-like symptoms") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, myomectomy in 2008, endometrial ablation in 2011, fibroids (fibroids removed in 2008), elevated bp, bleeding breakthrough, dysmenorrhea and ovarian cyst. Previously administered products included for an unreported indication: yasmin and mirena. Concurrent conditions included cramp in lower abdomen, hot flashes, vaginal bleeding and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity/allergy/probable medical allergy and systemic reaction to esuure micro inserts") and adenomyosis ("adenomyosis"). The patient was treated with surgery (da vinci robotic hysterectomy with removal of the uterus, cervix, and bilateral fallopian tubes and failed endometrial ablation/da vinci robotic hysterectomy with removal of the uterus, cervix, and b). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine haemorrhage, pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals and adenomyosis outcome was unknown. The reporter considered adenomyosis, allergy to metals, autoimmune disorder, device breakage, embedded device, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: with gentle injection, contrast promptly· flows into the right fallopian tube beyond 'the coil into its ampullary portion. The left fallopian tube appears occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, abnormal uterine bleeding. Concerning the injuries reported in this case, the following events were extracted from patient¿s medical records: device breakage and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coils are deeply enmeshed in the uterineissue.md are difficult to remove. The coils are removed in a piecemeal fashion."), embedded device ("the coils are deeply enmeshed in the uterineissue.md are difficult to remove. The coils are removed in a piecemeal fashion."), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("pain"), genital haemorrhage ("bleeding,") and autoimmune disorder ("autoimmune-like symptoms") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, myomectomy in 2008, endometrial ablation in 2011, fibroids (fibroids removed in 2008), elevated bp, bleeding breakthrough, dysmenorrhea and ovarian cyst. Previously administered products included for an unreported indication: yasmin and mirena. Concurrent conditions included cramp in lower abdomen, hot flashes, vaginal bleeding and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity/allergy/probable medical allergy and systemic reaction to esuure micro inserts") and adenomyosis ("adenomyosis"). The patient was treated with surgery (da vinci robotic hysterectomy with removal of the uterus, cervix, and bilateral fallopian tubes and failed endometrial ablation/da vinci robotic hysterectomy with removal of the uterus, cervix, and b). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine haemorrhage, pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals and adenomyosis outcome was unknown. The reporter considered adenomyosis, allergy to metals, autoimmune disorder, device breakage, embedded device, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: with gentle injection, contrast promptly· flows into the right fallopian tube beyond 'the coil into its ampullary portion. The left fallopian tube appears occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, abnormal uterine bleeding. Concerning the injuries reported in this case, the following events were extracted from patient¿s medical records: device breakage and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.